Event description:
A malfunction alarm, identified as malfunction 12, was reported in ireland by the air liquide healthcare distributor. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer, assisted by technical support, received information to reset the pump, which resolved the issue. The pump did not display the malfunction code again after the reset, and the customer continued to use the pump for insulin therapy.